Event description:
Additional information was received from a consumer. It was reported that the patient stated she felt pain on the right side of her buttocks which caused her not sleep much last night. The patient mentioned she was not feeling well after the procedure on (B)(6) 2020. The patient stated her right lead came out and her device stopped working but, her husband was able to put the lead back into the ens and the patient is on program 5 at 1.7. The patient has not been tracking the symptom data but will start again. On (B)(6) 2020, the patient reported she was not feeling well on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 3889, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 3889 lot# unknown serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). The patient reported they were feeling slight pain on their right side and they were asking if it was from their therapy. Contributing factors were unknown, they were advised to contact their doctor. It was unknown if the issue was resolved at the time of the report. Additional information was received. The patient reported the doctor scheduled their procedure for (B)(6) 2020 to have a lead placed on the other side as the therapy and/or programmer was not working at the time of the report. No further complications were reported or anticipated.